Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set experienced a connection issue to a solution bag. While spiking the solution bag, the access set spike went through the side of the bag. This issue was identified during setup. There was no patient involvement. No additional information is available.